Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a microsensor gave inaccurate readings for several days after being implanted. No delays or adverse consequences were reported. Device was removed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of component quality records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found a cut in the catheter material 28.4 cm from the tip, with the internal wires exposed. The device failed a 7-day drift test; reading was 5.2 mmhg and should be less than 5mmhg in seven days. The device passed electronic, noise and linearity/hysteresis tests. Based on their evaluation of the returned sensor, the supplier was unable to confirm the issue reported by the customer. The condition of the catheter as received (cut), could attribute to the drift failure, although this could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.